Event description:
The customer called to report the anterior vitrectomy probe was difficult to connect to the sys. The customer would not confirm or deny if a posterior capsule tear occurred and or if the anterior vitrectomy was planned. The customer declined to complete a questionnaire or to release any info on the event.

Manufacturer narrative:
The company svc rep examined the systems and confirmed there was difficulty connecting the vitrectomy probe. The vitrectomy connector was replaced. The systems were both then tested and found to meet all prod specifications. A review of complaints for the last 24 months did not indicate any add'l reports for either sys referenced in this complaint nor did it indicate adverse trends for the reported event. There were no samples returned for eval, and no add'l info provided by the customer. For this reason, there is insufficient info to replicate or confirm the reported pt event and the root cause is therefore unk at this time.